Event description:
Title: cardiac-vad. Pt on thoratec vad [ventricular assit device] for approx 1-1/2 months when an air leak was noted. The air leak was at the junction of the cap and the external pumping chamber. The cause of the leak is unknown. The MFR was notified [and the device was sent to them. Initially, a clamp was placed on the leak but] the MFR then recommended using strapping tape to seal leak. [The device still leaked with the tape so the clamp was readministered.] Pt remained on this vad with the clamp temporarily applied to seal the leak; approx two weeks after initial discovery of the leak, pt taken to the or for replacement of vad; no harm to pt while the temporary clamp was in place or following surgery. [The device is checked by a flash test that is done regularly to make sure blood empties from the chamber and it also is able to detect leaks. There are no unusual activities or circumstances surrounding the installation and use of this device. This is the only situation with a leak of this device in this facility that the reporter is aware of. As of 5/8/2002, the site is not aware of the manufacturer's conclusions.]